Event description:
Additional information received from reporter 05/20/2017 mw5069958: I was instructed by (B)(4) to return to contour 2.4 meter and they sent a new one. I still have the packaging from the original. Medtronic had me send back the 630g pump that received the stuck button alarm and replaced it. I have all data from both events downloaded from medtronic's carelink site. The data clearly shows the discrepancies of the first event and I have the raw data from the stuck button event. I also have email correspondences to medtronic. I have been told by medtronic that they have issued a joint engineering investigation between them and (B)(4).

Event description:
Received a low blood sugar alarm from medtronic 630g pump with sensor during a flight at attitude. There was a large discrepancy from the pump sensor value and the glucose meter value. This happened on both legs of my flight. The sensor glucose "sg" value and blood glucose "bg" values were close to the same before taking off and after landing. I actually calibrated the meter to the pump before the first leg of the flight. I have been told by bayer ascencia that their 2.4 meter is not rated for use above 20,000 feet. Also, I have contacted medtronic and they sent me an article published by the american diabetes association about pump users should disconnect tubing during take off and landing. Medtronic travel documentation is stating that, while traveling to place the pump in airplane mode and to test with the glucose meter. If I would have trusted the meter readings that I received, I would not be here today. The glucose reading at attitude was 161 during the pump suspension as I stated before, my pump was in low alarm and suspended. I was instructed by a medtronic helpline employee that on my next trip to disconnect my tubing during take off and landing and to purge the pump after landing for air bubbles in the reservoir. I decided to disconnect during landing and purge the pump on descent. The middle button on the pump stuck in and the pump eventually shut down on an system alarm. I could not get the button to release until I removed the battery cap after landing. Also, there was an air bubble in the reservoir at that time. I believe that there was a pressure issue with the pump. And, I was instructed by a medtronic help line supervisor not to use my ascencia contour 2.4 meter during flight on the trip with the stuck button issue.